Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of air bubbles in the reservoir. The customer's blood glucose reading was 300+ mg/dl. The mother stated that her daughter's infusion set did not give her insulin for breakfast or to correct after. When the mother removed the set, there was a gap in the tubing and there was no insulin. The mother stated that her daughter had a large gap of air in her tubing preventing insulin delivery. The customer was unable to troubleshoot during time of call.